Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in an unspecified vessel, a syringe was used to inflate the foxcross balloon and rupture occurred at unspecified pressure. No adverse pt effects were reported. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A f/u will be submitted with all the relevant info.